Manufacturer narrative:
Updated fields: b5, d8, h2, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it was likely the device was not being used according to the instructions for use (IFU) as the cap came off the scope because medical tape was not used. The event can be detected/prevented by following the instructions for use which state: ·use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. ·if you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section. ·do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage or cause the instrument to fall off of the endoscope inside the patient. ·be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: no medical tape was used to secure the product at the distal end of the scope. Lubricating jelly was used after the cap was in place so should not have caused any slippage. The cap was retrieved with a grasper.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cap fell in the patient's body during a routine diagnostic colonoscopy. The cap was retrieved and discarded. The procedure was completed with the same device. The customer took a new cap from the same batch and attached it to the scope, and noted that it took a lot of effort to remove it. The nurse noted that a wrong cap might have been attached to a wrong scope and could be a user error but they cannot confirm. There were no further reports of patient harm.